Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection; however, the reported failure was confirmed by field service engineer on site. In addition, the following reportable malfunctions were identified during the device evaluation: p-emulator was not connected to the unit and serial digital interface splitter was not being power. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused due to p-emulator not connected to the unit and serial digital interface splitter not being powered. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image/picture capture. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.